Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had under delivery. The customer¿s blood glucose level was 8 mmol/l, 11.3 mmol/l and 20 mmol/l. The customer reported that randomly blood glucose changes with no reason and will be at 8 mmol/l then 2 hours later blood glucose would be at 20 mmol/l without reason. The insulin pump will be returned for analysis.